Event description:
The complainant had placed an impella cp (after placement of antegrade perfusion sheath) femorally to support the critical patient. The patient had a renal history and was on extracorporeal membrane oxygenation prior to impella cp placement. The impella cp was supporting when on the second day there was concerns of hemolysis and low flow that were treated by blood products and continuous renal replacement therapy. However, eventually care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system, section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The investigation of low pump flow and hemolysis has been completed. The impella device was not returned for evaluation. The pump was not returned for investigation. Data log shows the placement signal trend and motor current trend while running on a steady p-level. The flow fluctuated throughout the case with several suction alarms in the middle of the case while running on p1. No motor current spike or positioning issue was reported during the case run. The cause of the low pump flow issue was most likely patient condition related, based on data log review and provided clinical details. The cause of the hemolysis issue was most likely patient condition related, based on data log review and provided clinical details.